Manufacturer narrative:
No nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (meter serial#: (B)(4)) and strip (lot#: d200703-1). The meter was shipped to pdc on 07-24-2020. Return meter (serial#: (B)(4)) and retained one (serial#: (B)(4)) were used to re-examined their setting and all functions, and no malfunction of both meters occurred. Standby current (3.6 ua) of the return meter met acceptance criteria (< 55 ua). Strips were manufactured on 07-03-2020 and will expire in 07-2022. Return and retained strips (lot#: d200703-1) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with any valid control solutions (batch# of level low: 9ah1a99 and exp. By 02-2022; batch# of level high: 0ah3a17 and exp. By 12-2022), respectively. Re-testing results as below met the acceptance criteria (level low: 35~85 ; level high: 220~330), and desiccants of both strip vials are still functional (orange color). Return meter w/ return strips: 59* (level low) and 292* (level high). Return meter w/ retained strips: 60/55 (level low) and 291/274 (level high). Retained meter w/ retained strips: 56/53 (level low) and 296/290 (level high). *only 2 pieces of suspected strip were returned to okb, and 1 measurement for each level of control solution was conducted under investigation. As above, no non-conformance and malfunction of the suspected bgms were found. The root cause of the complaint was unable to be verified without more users' information. Therefore, the complaint has to be closed out if no further action from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 3:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 564mg/dl. A normal result for the caller around that time of day is usually around 99-130mg/dl. Caller stated that he then contacted his primary dr. And was told to call paramedics. Caller stated that he had a headache and was shaky and called paramedics about 5 minutes after testing. No food drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived within 10-15minutes and tested the end-user with their meter and received a result of 120-mg/dl. Paramedics did not test the end-user with his prodigy meter. The caller was transported to (B)(6) community hospital located at (B)(6) by paramedics. No treatment was received by the caller from the paramedics. Upon arriving at the hospital the caller stated that his blood glucose was 120mg/dl. Caller stated that he did not receive any treatment at the hospital and was discharged with a blood glucose of 120mg/dl. No additional information was provided.